Manufacturer narrative:
The device was received. Investigation is not complete.

Event description:
Report received of air entering the syringe of a monitoring kit. Reportedly, the physician noted air entering the syringe during the process of "cleaning the catheter" by drawing back on the syringe. The syringe was exchanged for a merit medical 12cc syringe and the procedure was completed. There were no reported adverse patient effects and no medical interventions were required. Though requested, no additional information was provided.